Manufacturer narrative:
Because this medical event was caused by user error (customer reported using expired test strips), no further product investigation will be required. Therefore, this notification represents a final report.

Event description:
Customer reported receiving an e-6 message from their precision xtra meter. Customer also reported experiencing symptoms of hypoglycemia and taking glucose tablet to counteract her symptoms. Customer then reported going to a health care facility where she was diagnosed with severe hypoglycemia and treated with an IV solution to bring her blood glucose level back up. There was no report of death or permanent injury associated with this event.